Event description:
Consultant reported during a distal radius fracture procedure the surgeon implanted the plate and was inserting the screw in the styloid hole with the guide block. The first screw locked down with the angle being incorrect. Surgeon removed the screw to reposition using the conical shaped drill guide and the screw would not lock down. Surgeon tried two more times to lock down screws for a total of 4 screws that would not lock down. Surgeon did not use a screw in the styloid hole of the plate and completed the procedure. Surgeon did use the torque limiting screwdriver in the attempt to lock down the screws. This is three of five reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be requested.